Event description:
Report received from abbott international affiliate (abbott-canada) which states "a home care patient was receiving antibiotic therapy three times a day, using IV pump set. Due to the patient's current condition, patient requires lifting in and out of bed. While lying in bed at night, the filter site was leaking. In the morning a home care attendant noticed that the bed was wet. The patient missed the night dose of antibiotics as it leaked out of the filter. The tubing was changed. The tubing continued to leak. The tubing was changed again. By the time it was resolved the patient had missed 2-3 doses of the antibiotic". Additional patient and event information has been requested, but no further information was available.

Event description:
Add'l info was rec'd from the canada affiliate: "a 20 yr old pt was receiving pipercillin via a peripheral line. The antibiotic was mixed in 300ml of d5% with a dose of 96ml to be infused every 8 hours. Fluid was reported coming from the hole in the filter. There was no report of bleed back. The length of time the tubing was in use when the leak occurred is indeterminate. The second filter was noticed to be leaking during the delivery of the first dose. The customer stated they always use an anti-siphon valve. The pt was not febrile. The pt missed one dose of pipercillin and parts of others. No pt harm was reported."